Event description:
The customer reported a speaker malfunction, there was no sound at all. No death or patient /user injury or harm was reported. The device was used for monitoring at the time of the alleged malfunction.